Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient woke up vomiting at 2:30am due to inaccurate cgm values. The cgm was reading 210mg/dl and the patient's finger stick reading was approximately 500mg/dl. The patient started to have chest pain and became dehydrated. The patient's mother drove the patient to the hospital around 4:30am and when they arrived at the hospital, the patient was immediately admitted. The patient was directed to remove the dexcom system and use the bg meter to monitor their readings. The patient took a flu test, ammonia test and had a chest x-ray performed. The physician diagnosed the patient with diabetic ketoacidosis (dka). The patient was moved to the intensive care unit (ICU) and was monitored until they were no longer in a dka state and their bg levels were in a target range. The patient was released from the hospital on (B)(6) 2017. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.